Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k113753 and k112160. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patient presented in office due to bubble on gum tissue. Doctor opened and infection was present. The tmtwb10 implant was removed. Abscess, inflammation and pain is also reported. Tooth site #30. Site was grafted prior to placement.